Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815 or k073374. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "on or about (B)(6) 2008, [pt] was implanted with a cook celect filter at (B)(6) medical center. On or about (B)(6) 2015, [pt] presented at (B)(6) urgent care in (B)(6) for abdominal pain. At that time, images of the cook ivc filter were performed, which revealed struts were missing from the filter and were lodged near [pt's] kidney and the right ventricle of her heart". Patient outcome: it is alleged that "[pt] is at risk for future cook celect filter fractures, migrations, perforations and tilting. She faces numerous health risks, including the risk of death. For the rest of [pt's] life, she will require on-going medical monitoring"

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown, the 510(k) could be either k061815 or k073374. MFR date: unknown as lot # is unknown. Summary of investigational findings: since no device or imaging studies have been available and no medical records have been made available the exact root cause for what caused the alleged struts missing from the filter and lodged near pt's kidney and right ventricle of heart are unknown. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "on or about (B)(6) 2008, [pt] was implanted with a cook celect filter at (B)(6) medical center. On or about (B)(6) 2015, [pt] presented at (B)(6) urgent care in (B)(6) for abdominal pain. At that time, images of the cook ivc filter were performed, which revealed struts were missing from the filter and were lodged near [pt's] kidney and the right ventricle of her heart." Patient outcome: it is alleged that "[pt] is at risk for future cook celect filter fractures, migrations, perforations and tilting. She faces numerous health risks, including the risk of death. For the rest of [pt's] life, she will require on-going medical monitoring."

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture; migration; vena cava perforation; chest pain'. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Unknown if the reported chest pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 5/9/2016 as follows: the patient allegedly received the filter implant on (B)(6) 2008 due to multiple trauma from motor vehicle accident with anticoagulation contraindicated. At the time of the implant, the plaintiff was deemed high risk for thromboembolism. Imaging reports from (B)(6) 2015 suggest fractured filter struts have migrated to right ventricle of heart, liver, kidney, and mesenteric vein. The plaintiff alleges fracture, migration, vena cava perforation, and chest pain.